Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced shaking and loss consciousness. The mother performed a fingerstick and the cgm was reading 5.0 mmol/l and the blood glucose reading was 1.9 mmol/l. The patient was treated by the parent juice and after 20 minutes the cgm reading was 3.4 mmol/l, and the blood glucose reading was 3.7 mmol/l. At a different time, the cgm reading was 5.0 mmol/l, and the blood glucose reading was 2.2 mmol/l. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.